Event description:
Info rec'd from distributor indicates that suture breakage occurred. A follow up with the user facility and surgeon was conducted. Surgeon reports that 4 days following abdominal aortic aneurysm repair, pt coded in the unit. Extensive attempts at resuscitation were performed. During the resuscitation, a decision was made to enter the abdominal cavity in an attempt to determine the cause for the pt to arrest. It was noted at this time that the pt had expired. Upon further examination, the surgeon noted that a suture had broken as a result of the resuscitation efforts and surgeon states that this event in no way related to the pt's demise.